Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error during a bolus error. The customer stated that she had been sweating leading up to the alarm. The customer's blood glucose was 208 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.